Event description:
It was reported via repair work order that the foot end fastener was not engaging the transfer which could potentially cause unintended cot motion in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.